Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported keypad malfunction, which was reproduced. The device evaluation confirmed the malfunction. Evaluation found that keys #7, #8 and #9 were inoperable. When any of the remaining functional keys are pressed an automatic output of the #7 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 17 will be displayed, alphabetically: when the "abc" key is pressed, as will be displayed, interfering with mdl drug searching opportunities). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. Additional information: (B)(4).

Event description:
During baxter's functionality testing of a spectrum pump, it had a stuck #7 key on the keypad. There was no patient involvement.